Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had ink blots that blocked graphics and text. Additionally, the touch screen was unresponsive. Customer's blood glucose was 150 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.